Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient went through withdrawal in (B)(6) 2013/(B)(6) 2014 because the patient couldn¿t find an hcp to fill their pump. The pump was used to deliver morphine and an unknown drug. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported as of 6/27/2014 the patient was still seeking an hcp and still had pain.